Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the unit shut off.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the previous report submitted. Updated fields: h2, h11. Corrected fields: b5, g3. Correction is being made to the previously submitted g3 - date received by manufacturer. The correct date was 12/23/2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the unit shut off.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor presented an error b30. The event occurred during procedure and was completed with an olympus back-up device. There were no reports of patient harm.